Manufacturer narrative:
(B)(4). The exact occurrence date of the hernia event was not reported; the event was reported to have occurred a few months ago in 2014. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: as the sample was not returned, a complete device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with peritoneal dialysis therapy. The cause of the hernia was unknown. The patient was not hospitalized for the event. It was reported that there was no surgical intervention for the hernia. Treatment, diagnostic testing and other interventions were unknown. At the time of this report, the patient was recovering from the hernia event. Dianeal therapies were ongoing. No additional information is available.